Event description:
It was reported that patient underwent posterior spinal fusion / plif (pm-lt at l3-5 levels) to treat degenerative scoliosis on 2009 (B)(6). First revision surgery was operated to replace expedium with spinal instrumentation and add plif (pm-lt) at l2/3 level due to non-union at l4/5 level on 2011 (B)(6). Second revision surgery was operated on 2011 (B)(6) due to spondylolisthesis at l5 level and fractures at l5 and s1 levels. On unspecified date, rod breakages on the both side around s1-iliac levels and screw loosing at s1 level were confirmed. Titanium alloy material and non-union at l5/s level may contribute the rod breakages on the surgeon comment. Revision surgery was conducted on (B)(6) 2015. The surgeon replaced s1 screw, removed the iliac screw, and also replaced the broken rods. At initial surgery plif was performed at l5/s and connected the rods with connector. In the revision surgery, the surgeon removed connector and the broken rods, and replaced the broken rods on both sides with new rods. Since s1 screw was loosened, the surgeon replaced ps with ala screw, and removed 2 iliac screws and replaced them with s2 ai on both sides. Also, ti alloy rods got broken and the surgeon used cobalt chrome rods to complete the surgery.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 869-021, 510k # k040962 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Per image review,scoliotic deformity correction shown in ap/lateral x-ray t10-ilium construct. Hardware failure not apparent in these pictures. Multiple procedures have been performed and hardware failure is likely due to non-union per surgeon report.